Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1567 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported catheter with low or no radiopacity at all, it was required to use contrast. No other information was provided.